Manufacturer narrative:
(B)(4). Method: the complaint neopuff was received at our fisher & paykel healthcare (fph) regional facility in (B)(4) and was visually inspected and performance tested, as per the neopuff technical manual, by a qualified fph service engineer. Our analysis is based on the service report provided by fph service centre. Results: the performance test revealed that the manometer was out of specification, confirming the reported fault. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is likely that the manometer was out of specification due to some form of impact to the neopuff. All neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The faulty manometer was replaced and the neopuff was returned to the customer after passing the required performance and safety testing.

Event description:
A hospital in (B)(6) reported that a neopuff infant resuscitator was delivering inconsistent pressure. There was no patient involvement.